Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on information reviewed and without the device to analyze, a cause for unintended movement (clip opening while establishing final arm angle/efaa) could not be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. The lock line was removed and establishing final arm angle (efaa) was performed. However, it was observed the clip opened to roughly 50 degrees. Since the lock line was removed, the clip was deployed, reducing mr to a grade of 1+. A second clip was inserted in an attempt to stabilize the first clip, but the clip was unable to grasp the leaflets. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 1+. There was no clinically significant delay in the procedure. No additional information was provided.